Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink continu-flo solution set was difficult to connect. The reporter stated that the tubing "seems to not have enough glue in it" since the male luer disconnected when they tried to connect it. There was no patient injury or medical intervention associated with this event. No additional information is available.